Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl 13.2 implantable collamer lens but the lens became stuck in the cartridge. The lens was removed and reloaded. The surgeon attempted to insert the lens a second time, but the lens became stuck again. There was no patient contact. The backup lens was implanted with no problem.

Manufacturer narrative:
No known impact or consequence to patient. Entrapment of device or device component. Evaluation method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).